Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit (mpu) was evaluated following the reported event of a no external power alarm; however, it was determined that the mpu was unrelated to the cause of the reported event. A log file was submitted for review and data from the event date of (B)(6) 2025 was reviewed. The log file captured low voltage hazard and no external power alarms on (B)(6) 2025 from 01:39:18 to 01:39:41 due to a loss of external power while connected to the mpu. The alarms resolved once external power to the mpu was restored. The system controller backup battery supported the system during the loss of external power without any issues. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Additional information provided communicated that the mpu ac power cord did not become disconnected from the wall outlet or from the back of the unit. It was stated that there may have been a loss of power to the patient¿s home at the time of the event. It was also noted that the mpu was not removed from service. The root cause of the reported event was determined to be loss of ac power due to a power interruption to the patient¿s home while connected to the mpu. The reported event could not be correlated to an issue to the mpu. The device history records were reviewed and the records revealed that the heartmate mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6) 2025. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that an alarm occurred on (B)(6) 2025 at 1:39am. The patient stated that they did not hear the alarm and was on the mobile power unit (mpu), however they were not sure. The system controller clock was confirmed to be correct. Log files were sent for review. The log file captured a no external power alarm & multiple other associated alarm types on (B)(6) 2025 at 1:39am. This was caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events. The patient denied that the ac power cord came loose at the wall outlet or from the back of the unit. There was potentially an environmental circumstance that would have affected ac power at the time of the event. No equipment was exchanged or removed form service.